Manufacturer narrative:
Internal complaint reference: (B)(4). This complaint was opened by smith+nephew to document a reported patient complication that includes reference to the use of a smith+nephew product without evidence of a specific product problem. The reported complication relates to known inherent procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to confirm a relationship between the reported event and the device or identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that, during bone resection in a real intelligence cori assisted tka surgery with one (1) real intelligence robotic drill, a deeper resection than planned was noted at several points on both the femoral and tibial surfaces. After the procedure, the robotic drill was diagnosed, which passed all tests. The procedure was completed with a different surgical technique by using manual procedure after a non-significant delay. No further complications were reported.

Manufacturer narrative:
The real intelligence robotic drill, part number rob10013, serial number (B)(6), intended for treatment was not returned for evaluation, therefore a device analysis was unable to be performed. Screenshots and system log files provided were reviewed with the software support team. The reported problem was confirmed. Overcuts on femur and tibia bone were observed. During the bur loading step, the z value was above the upper limit, requiring the user to repeat this step. Upon repeat, the z value was still high, but slightly below the upper limit, indicating that the bur may have not been fully locked. There were no other observations from the review that could have led to the reported issue. A complaint history review was performed by part number and similar complaints were identified. A review by serial number was performed and no similar complaints were identified. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A review of the cori user manual, 1000245340 revb, shows a step in the workflow under "checking the bur for seating" that instructs the user to gently pull the bur to ensure that it is secure within the drill. This check is also displayed to the user as a specific screen during setup, after loading the bur and prior to verifying the robotic drill. Performing this step would have revealed that the bur was not fully locked and would have prevented the reported issue from occurring. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. A historical escalation event review was completed. The review determined that prior escalation actions are applicable to the part number or serial number and scope of this complaint and no further escalation action is required. We have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. The most likely cause of this event is due to improper bur loading technique. There is a step in the workflow that instructs the user to gently pull the bur to ensure that it is secure within the drill. Performing this step would have revealed that the bur was not fully locked and would have prevented the reported issue from occurring. As part of corrective actions, the calibration step has been updated as of v3.0.3 to reduce the likelihood of misuse by minimizing the potential for an improperly loaded (not fully inserted) bur to pass calibration. The failure mode will continue to be monitored through complaint investigation and trended through post market surveillance activities.